Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked out from the y-site. This occurred during patient infusion of total parenteral nutrition (tpn)/intralipid (il) via an umbilical venous catheter (uvc). An unspecified alcohol cap was in place. To resolve the event, new fluids were ordered to be hung. There was no report of patient injury or medical intervention associated with this event. No additional information is available.